Event description:
It was discovered in testing that a pump displayed constant upstream occlusion alarms. It was reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. Baxter evaluation confirmed the reported symptom of "constant upstream alarms" caused by the failed upstream sensor with low ultrasonic readings and would be a contributor for the pump to alarm for upstream occlusions. The upstream sensor was replaced.